Event description:
It was reported by the sales rep the device was used during a low anterior resection/bakers anastomosis approximately 3 weeks ago. It was reported the initial procedure was performed without difficulty. The device was fired, resulting in 2 complete donuts, and the leak test was ok. Approximately 6-10 days post-operatively the pt was complaining of pain. A barium enema was done which showed a complete block. Pt was reopened and another anastomosis was done. Rep may be able to return photograph of resected anastomosis. Sales rep stated the product code is either cdh29 or cdh33. No further info is available at this time. 3/20/98 the doctor had performed an anterior resection for a diverticular disease, he did a baker's type anastomosis. In the post operative period, the pt had evidence of a large bowel obstruction. At the time of re-exploration, the area was resected and there was no anastomosis present. Neither the doctor nor co could understand how the instrument could appear to function so normally and still not have an anastomotic opening. The pt underwent a hartman procedure and at the present time is very ill. The doctor will check to see if the anastomosis could be forwarded to co for inspection.

Manufacturer narrative:
D5, 6; h4: information not available, device not returned for analysis.